Manufacturer narrative:
The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed with no issues noted. After leak testing it was a leak was noticed from the middle y-site interlink. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cleaklink set leaked from the y-site closest to the patient during a vancomycin infusion. No disconnection occurred. A pump was used to administer the infusion (rate not reported). Vancomycin leaked onto the patient's skin; however, there was no patient injury or medical intervention associated with this event. No additional information is available.